Manufacturer narrative:
The actual device was not available; however, two (02) retained samples were provided for evaluation. Visual inspection of retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak and air passage tests were performed; no disconnections, no leaks and no blockages were observed. Traction testing was performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked. The issue was further described as, "upon opening and purging, a leak was found at the end of the connection". This occurred prior to patient use. There was no patient involvement. No additional information is available.